Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (charger was unable to charge battery pack) has been confirmed. Upon investigation the battery charger was unable to charge a battery pack. The cause for the failure was isolated to a contaminated battery board damaging the pca. The root cause for the contamination was due to ingress of an unknown liquid. No adverse event resulted from the defective battery charger.

Event description:
A zoll distributor returned battery charger sn (B)(4) to report that the battery charger was unable to charge a battery pack.